Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The cause of the reported incident could not be conclusively determined, but based on the information received, it was consistent with device programming.

Event description:
During follow-up, episodes of post-paced t wave oversensing were observed that led to inappropriate high voltage therapy. Technical support was contacted and recommended reprogramming, which was performed to resolve the event. The patient's condition was stable and there were no adverse consequences.